Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The contact reported that the issue had been caused by the infusion set connection, this could not be verified as no troubleshooting was performed. The contact reported that the infusion set was changed. The following day the contact reported that another occlusion alarm occurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. There was no known impact to the customer's blood glucose (bg) level.